Manufacturer narrative:
It was reported that the patient experienced a medial tibial fracture with tibial tray loosening. A revision surgery will be scheduled once the fracture is healed. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient experienced a medial tibial fracture with tibial tray loosening. A revision surgery will be scheduled once the fracture is healed.